Manufacturer narrative:
Per the instructions for use (IFU), potential risks associated with the overall tavr procedure, including potential access complications associated with standard cardiac catheterization procedure, balloon valvuloplasty, and the use of angiography include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion and/or death. Included under contraindications for the transfemoral procedure are patients with significant aortic disease, including arch atheroma (especially if thick [> 5 mm], protruding or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta. Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures, and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris. Aortic and annular structure tissue or calcification can also be disrupted during ta/tao sheath insertion, balloon valvuloplasty (bav), and deployment of the prosthetic valve. The devices were not returned to edwards lifesciences for evaluation as they discarded. However, there was no allegation or indication a device malfunction contributed to these adverse events. In this case, given the limited information available, the source and possible contributing factors to the reported vascular complications are cannot be determined. It is possible that they were related to the factors mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The dates of the events are unknown; however, according to the article the study period was from to. For this reason, the first day of the reported study period (01-july 2014) was used as the occurrence date. Related manufacturer report numbers: 2 015691-2018-00586, 2 015691-2018-00587, 2015691-2018-00588, 2 015691-2018-00589.

Manufacturer narrative:
It is unknown if the sapien xt (9300tfx) or sapien 3 (9600tfx) valve was implanted, therefore the model of the expandable introducer sheath set is unknown. PMA p130009 or PMA p140031. Investigation is ongoing. Bibliography:  kamioka, norihiko, john wells, patricia keegan, stamatios lerakis, jose binongo, frank corrigan, jose condado et al. "Predictors and clinical outcomes of next-day discharge after minimalist transfemoral transcatheter aortic valve replacement." Jacc: cardiovascular interventions 11, no. 2 (2018): 107-115.

Event description:
A single study was published in the medical journal article ¿predictors and clinical outcomes of next-day discharge after minimalist transfemoral transcatheter aortic valve replacement¿. This study sought to investigate predictors and safety of next-day discharge (ndd) after transcatheter aortic valve replacement (tavr).  The study reviewed 663 consecutive patients who underwent elective balloon-expandable tavr from july 2014 to july 2016 due to severe aortic stenosis. From this cohort, the authors selected those patients who underwent tf tavr under conscious sedation and local anesthesia (minimalist approach) with either sapien xt or sapien 3 valve.  They identified 360 patients who met the study¿s inclusion criteria.  The following events were reported among the procedure details and in-hospital outcomes during the study: major vascular complications ¿ 2 patients.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in ts 39110, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The devices were not returned to edwards lifesciences for evaluation as they discarded. However, there was no allegation or indication a device malfunction contributed to these adverse events. In this case, given the limited information available, the source and possible contributing factors to the reported vascular complications are cannot be determined. It is possible that they were related to the factors mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The dates of the events are unknown; however, according to the article the study period was from to. For this reason, the first day of the reported study period (01-july 2014) was used as the occurrence date. Related manufacturer report numbers: 2 015691-2018-00586, 2 015691-2018-00587, 2015691-2018-00588, 2 015691-2018-00589.